Manufacturer narrative:
One (1) used partial list # unknown, spiros; lot # unknown and one (1) used list # unknown, smallbore ext. Set, spinning spiros, clave; lot # unknown were received for evaluation. As received, the female post and o-ring assembly were missing from the single spiros and not returned. No damage or anomalies were seen on the extension set. No other mating devices were returned. The spiros was found to be broken at the weld. Examination of the weld interface showed that there was poor weld penetration thus leading to the weld break. The reported complaint can be confirmed. The probable cause of the weld break is an inadequate weld during assembly. The device history review could not be completed since no list and lot numbers were provided.

Manufacturer narrative:
The device was received. The investigation is pending.

Event description:
The event involved an unknown spiros that broke off in the syringe. The cytarabine had to be stopped mid infusion. The patient, family and staff were exposed to the hazardous drug as it leaked out the side closed system. The event occurred less than an hour since the infusion started. There was no adverse event reported.